Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient was at home and the cgm was showing values at around 132 mg/dl. She was on her way to her room and then does not remember anything until waking up in the emergency room. She had been on the floor yelling, ¿help me!¿ and her neighbor heard her and called the paramedics. Her bg was at 15 mg/dl when the paramedics arrived. She was taken to the hospital. She does not remember what treatment was provided at the hospital and she was released a day later. At the time of the report she stated she was doing well. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.